Event description:
On (B)(6) 2015, the patient was assisted in home by the urgent care due to several shocks. In the follow-up performed on (B)(6) 2015 it was noticed that the lead impedances and coil impedances were lower than 200 ohms. All therapies were turned off and the patient was hospitalized and monitored until the re-intervention. It was reported on (B)(6) 2015 that the subject isoline was abandoned and capped and the associated ICD was replaced.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
On (B)(6) 2015, the patient was assisted in home by the urgent care due to several shocks. In the follow-up performed on (B)(6) 2015 it was noticed that the lead impedances and coil impedances were lower than 200 ohms. All therapies were turned off and the patient was hospitalized and monitored until the re-intervention. It was reported on (B)(6) 2015 that the subject isoline was abandoned and capped and the associated ICD was replaced.